Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the sixth inflation at 15 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.